Event description:
It was reported that during a stent-assisted embolization procedure for an intracranial arterial aneurysm, the physician used a subject stent. When the subject stent was being delivered to the hub within the introduced microcatheter, it encountered resistance and could not be advanced further, nor could it be withdrawn. After the procedure, during inspection on the table, the physician withdrew the delivery wire from the microcatheter, and the subject stent was found to have deployed and remained inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.